Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she needed an emergency reservoir because her current one does not hold as much insulin as she normally needs in a day. The patient's blood glucose has exceeded 600 mg/dl four times, and that the reading finally went back down after she changed the infusion set and four hours passed. Customer stated that there may have been an air bubble in the reservoir. The customer was advised that there might have been a slight blockage that allowed insulin to go through, but slower than she needed. No products were returned and a replacement reservoir was shipped to the customer.